Event description:
It was reported that the patient was expected to have a revision surgery for the inflatable penile prosthesis on (B)(6) 2020 as the pump was uncomfortable and riding high. At the post op physician visit, the patient indicated the pump was sideways, high in the scrotum, the penis bends left at the base, and complained of moderate residual postop pain. The physician indicated the patient was not quite clear what he was to do for pulling the pump down. Additional information received indicated the physician just moved the pump from one side of the scrotum, to the other side of the scrotum, because the patient had a pseudo capsule around his pump, that was making it difficult for the patient to inflate and deflate his device. The patient outcome was good